Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported difficulty charging the ins. The patient stated they saw their rep 2-3 days ago and was told to call patient services if the issue persists. Patient stated they are having issues with the wireless recharger (wr). Patient reported the power light is flashing orange and will not do anything other than blink. The battery on the front has full green bars. Patient reported seeing service code 2012. The following troubleshooting steps were performed: closed out of all running applications, reset the wireless charger by holding down the power button for 20-30 seconds. Patient docked the wr, then removed the wr from the dock and attempted again. Patient was able to connect for a moment then the recharger started beeping again and patient could not get the wr to connect to the stimulator and charge. The issue was not resolved through troubleshooting. Patient mentioned the battery has shifted in their back and half of it is protruding out of the back and the other half is in their skin. The part that sticks out of their skin hurts more than the part that is inside their body. Agent reviewed impact of stimulator positioning on telemetry and caller was redirected to their healthcare provider to further assess the stimulator positioning and next steps.